Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm watchdog timeout. Customer's blood glucose at time of incident was 100 mg/dl. Customer was advised to insert a fresh battery. Customer insulin pump did not return to normal function. During the troubleshooting we got disconnected with the medtronic educator and the customer.